Manufacturer narrative:
Concomitant medical products: product ID: 3998, serial#: (B)(4), implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt reported he has been "having trouble" starting a couple months back with controller going unresponsive when he tried to increase stim so pt would need to recharge controller. Pt stated controller was like 50% charged when this occurred. Pt stated following charging controller the controller would work, but now pt is getting settings not available screen on controller. Pt stated he needed to adjust stimulation and when he tries to increase stim he is not able to due to settings not available screen. Pt stated he still can't increase stim due to this despite charging controller. Pt stated this started last week and noted that he is able to decrease stim. Pt mentioned he can charge ins with no problem. Patient services specialist reviewed options to try changing groups or decrease/increase stim. Pt stated he only has one group programmed (a). Pt was relating all issues noted above related to not being able to increase stim. Pss redirected pt to hcp to discuss and reviewed process to coordinate appt. With rep. Additional information was reported that the circumstances that led to the patient seeing settings not available was they went to bed okay, and in the morning they started to having to recharge the controller at 55% charged. They recharged the controller to 100% and was okay. The patient had an appointment where impedance was found in right lead so the rep shut off the ability to control the right side and increased the amount of stimulation on the left side to spread across to the right side. After recharging every 4-5 day from 13 to 17 days. The patient is adjusting, but they are not necessarily happy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.